Event description:
During laparoscopy, trocar warning system did not work properly. Bowel was entered and burned. General surgeon called and more surgery than scheduled was needed to be done. Pt was originally scheduled on an outpatient basis but needed to be admitted because of the additional surgery. MFR's representative was present at time of occurrence and observed occurrence.